Event description:
On 10/24/96, an erratic result for the bhcg assay was given while operating the analyzer. An initial result of 0.0 miu/ml was given for a pt sample, which repeated at >1000 miu/ml. The sample was diluted and also gave a result >1000 miu/lm. The account would not give the diluted sample result. The account stated that maintenance was current, and ll flags are typically generated. However, the account would not indicate if an ll flag was given with the 0.0 miu/ml result. Review of the message history showed that several probe crashes occurred on 10/22/96, and the probe crash recovery procedure was not performed. The account does not have pt info in the erratic result, as the account is not sure who the pt is. No report of injury.

Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as partof an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym sytem software version 3.0 with enhanced algorith for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.